Event description:
It was reported to covidien on (B)(6) 2014 that customer had an issue with a titanium adapter. The customer states that during continuous ambulatory peritoneal dialysis treatment the titanium adaptor detached from the terumo transfer tube set. No patient harm.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.